Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) never changed color when it was used postoperatively for hemostasis and was then replaced with a new unknown blocker to complete the angiogram procedure. There was no reported patient injury. When slowly retracting the device at an angle of about 50°, the blood return indicator pulsatile blood flow stopped after slowly withdrawing from the blocker for about 1 cm, but the blocker indicator window slightly changed color and then continued to slowly retract, the operator tried to change the angle several times. The procedure was performed by retrograde puncture from the right femoral artery using a short non-cordis sheath. The operator had many years of experience using the exoseal vcd. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was not depressed, while the guard was not locked. The plug was in a manufacturing position and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/ white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed, after the guard was locked. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black, white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18318835 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator window damaged access site lost¿ was not observed through analysis of the returned device since functional analysis achieved full window transition with successful plug deployment. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, as the device was received with the cowling/guard not locked, it is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition indicates an incomplete depression of the cowling/guard may have occurred. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) was used postoperatively for hemostasis. When slowly retracting the device at an angle of about 50°, the blood return indicator pulsatile blood flow stopped after slowly withdrawing from the blocker for about 1 cm, but the blocker indicator window slightly changed color and then continued to slowly retract, the operator tried to change the angle several times, but the indicator window never changed color, and was then replaced with a new unknown blocker to complete the angiogram procedure. The procedure was performed by retrograde puncture from the right femoral artery using a short non-cordis sheath. The operator had many years of experience using the exoseal vcd. The device is expected to be returned for evaluation.

Event description:
The device was not returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) never changed color when it was used postoperatively for hemostasis and was then replaced with a new unknown blocker to complete the angiogram procedure. There was no reported patient injury. When slowly retracting the device at an angle of about 50°, the blood return indicator pulsatile blood flow stopped after slowly withdrawing from the blocker for about 1 cm, but the blocker indicator window slightly changed color and then continued to slowly retract, the operator tried to change the angle several times. The procedure was performed by retrograde puncture from the right femoral artery using a short non-cordis sheath. The operator had many years of experience using the exoseal vcd. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18318835 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint of ¿indicator window ¿ damaged access site lost¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.